Manufacturer narrative:
The device was returned for evaluation. A visual inspection found customer applied labels, there was no visible, physical damage. Internal inspection of the mlx showed that part of the lamp was melted . Functional testing found the lamp failed to ignite and there was extended clicking. The DHR reviewed no applicable nonconforming product report / nonconforming material report history. The test lamp was installed in the unit and immediately ignited and functioned properly. The reported complaint has been confirmed. The definite root cause cannot be reliably determined. .

Event description:
A field engineer reported that on (B)(6) 2018, a 00mlx mlx 300w xenon lightsource was smoking and hot to touch during an unknown surgery. The same unit was sent in for repair on (B)(6) 2017 and now has 246 lamp hours. It was also noted that the lamp does not turn on. Additional information was received on (B)(6) 2018 from the customer, stating there was no adverse patient reaction and or outcome.